Event description:
It was reported that the user missed a meal announcement while using the ilet system, resulting in a blood glucose value of 214 mg/dl; the user was advised not to announce late and to allow the pump to deliver correction doses, after which glucose returned to range, though the time to recovery was not recalled. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage issue identified related to a missed meal announcement involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.